Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system had pounds per square inch (psi) reading below manufacturer specifications. There were no reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted high pressure alarm messages were recorded. Functional tests included use testing and occlusion testing. The pump failed occlusion testing as the results were not within specification. Further inspection found fluid ingression on the downstream occlusion sensor. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlsion sensor.